Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one simon nitinol filter system was returned for evaluation. The storage tube was connected to the introducer sheath and the pusher wire along with the filter at the distal end was returned advanced all the way through the sheath. Only the filter apex was exposed from the distal end of the sheath as the remainder of the filter was lodged inside the sheath. The filter apex was exposed for approximately 2cm. The tuohy-borst was not tight in place. No visual anomalies were identified. Functional/performance evaluation: the pusher wire was advanced forward and the filter was released from the sheath with no resistance. The deployed filter had two of the legs that overlapped each other. The filter contained the unexpanded umbrella and 6 legs/feet present and intact. The pusher cup and sheath were visually examined under a microscope and no anomalies were identified. The filter was examined and no anomalies were identified. Heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the complaint investigation is confirmed for the filter failing to advance through the sheath. During laboratory testing the filter was advanced through the sheath with no issues. The definitive root cause for this event is unknown. Labeling review: the simon nitinol filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Eval & desc - method: microscopic inspection. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter placement, following several attempts to advance the filter in the ivc for proper placement were unsuccessful, the filter was exchanged over the wire for a new filter that was prepped and deployed successfully without incident. There is no reported patient injury.